Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string was folded and inaccessible to aid in removal of the tampon. She was unable to remove the tampon and had to visit urgent care for assistance with removing the tampon. She is doing fine.